Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported wall apposition. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date of event updated from (B)(6) 2020 to (B)(6) 2019. D6: date of implant updated from (B)(6) 2020 to (B)(6) 2019.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience sierra referenced is being filed under a separate medwatch report number. Literature: article title "synergistic mechanism of coincidence of two subacute stent thromboses: insights from multiple imaging observations."

Event description:
This event was identified through review of an article stating in the case study the subject is a (B)(6) male whom presented with a st-segment elevation myocardial infarction. A coronary angiography revealed severe stenosis in the obtuse marginal branch (om) and sub-total occlusion of the posterolateral artery (pl). The lesions were treated with a 2.5x33mm and a 2.5x28mm xience sierra stents. Dual antiplatelet therapy was initiated with a loading dose before the primary percutaneous coronary intervention (pci) followed by maintained dose. Five days later, the patient experienced chest pain. After wiring into the om and pl the lesion was evaluated with a dragonfly optical coherence tomography (oct) imaging catheter. The oct imaging catheter revealed thrombus within both the om and pl stents. After deployment of a distal protection filter device at the pl branch, balloon angioplasty was performed several times by a 2.5x15mm non-compliant balloon. Coronary angioscopy and oct revealed an ulcer lesion and floating thrombus at the main branch of the left circumflex (lcx) and protrusion of the om stent struts to the branch of the lcx. Although the floating thrombus was observed during the index procedure, it occurred prior to implantation of the two xience sierra but was not treated because it did not limit the coronary flow. The floating thrombus and ulcer lesion were treated with a 4.0x8mm xience sierra stent followed by a kissing balloon technique between the main branch of the lcx and the om. It was confirmed that the floating thrombus was fully covered by the stent with oct. During hospitalization, the patient underwent a pci to the left anterior descending artery. At the 9-month follow-up the patient was free of symptoms. Specific patient information is documented as unknown. Details are listed in the article, titled "synergistic mechanism of coincidence of two subacute stent thromboses: insights from multiple imaging observations".